Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We are working on UDI information, once we get more information it will be submitted in the supplemental. Concomitant products: carto 3 system (model#m-4800-01 serial# (B)(4)); coolflow pump (model# unknown serial# (B)(4)); soundstar catheter (model# unknown lot# unknown); lasso catheter (model# unknown lot# unknown). (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a stockert 70 system and suffered an atrial esophageal fistula, which required surgical intervention. It is reported that the procedure occurred on (B)(6) 2014. The procedure was completed without incident and the patient was discharged. The patient returned to the hospital and the esophageal fistula was noted. Surgery was performed on (B)(6) 2014. No malfunction of device reported. Follow-up was performed but service was declined. It was confirmed that the stockert is working properly and no failure observed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a stockert 70 system and suffered an atrial esophageal fistula, which required surgical intervention. The patient¿s medical history is unknown. It is reported that the procedure occurred on (B)(6) 2014. The procedure was completed without incident and the patient was discharged. The patient returned to the hospital and the esophageal fistula was noted. Surgery was performed (B)(6) 2014. The patient was still in the hospital at the time the complaint was reported on (B)(6) 2014. Additional information was received on the event. At the time of the procedure on (B)(6) 2014, no perforation was noted. The adverse event was discovered on (B)(6) 2014. On (B)(6) 2014, the patient was admitted to the hospital and the perforation was confirmed. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. In addition, it was believed that the biosense webster products were not the direct cause of the event. There was an esophageal temperature probe in place to monitor any temperature changes when ablating on the posterior wall to prevent esophageal injury. The patient did require surgical intervention and hospitalization. The overall time for the ablation at the site of injury was 60 seconds. Settings during the event include: power setting 25 watts / temperature ranged from 31-33 degrees celsius with a median temperature of 33 degrees celsius / measured impedance ranged from 148 ohms to 164 ohms.

Manufacturer narrative:
This is a correction, this stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).